Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 400 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.